Event description:
A user facility filed a complaint stating that they experienced a drug (5-fu) under delivery with a 5-day disposable ambulatory infusion system. It is believed that the under delivery was caused by a malfunction of admin set. The infusion rate is controlled by a flow-restricting admin set. There is no report of pt injury.